Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that there were air bubbles in the reservoir. The insulin pump was never rewound with the reservoir in place and the insulin was stored at room temperature. The blood glucose reading was 6.4 mmol/l. The reservoir was not returned or replaced.